Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. E2, e3 ¿ three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to the user attempting to forcibly remove the insertion section while the distal end was being angulated, and/or the a-rubber did not move smoothly in the et tube. The follow verbiage identified within the instruction manual may prevent the phenomenon from occurring: ¿important information ¿ please read before use: warnings and cautions: when using an endotracheal tube with the endoscope, select the tube that gives a sufficient gap between the insertion section of the endoscope and itself. A narrow gap may make it difficult for a patient to breathe and/or damage the endoscope. Before inserting the endoscope with an endotracheal tube into the patient, confirm that the insertion section of the endoscope can be inserted into the endotracheal tube smoothly by running it back and forth over the entire length of the insertion section and that the tube does not damage the endoscope. Any protrusions may damage the bending section cover or strip the external surface of the insertion section. When using lubrication, make above confirmation before applying lubrication. 5.3 withdrawal of the endoscope with an irregularity: if the endoscope or endotherapy accessory cannot be withdrawn from the patient smoothly, do not attempt to forcibly withdraw it. Rather, withdraw the endoscope carefully. If the endoscope cannot be withdrawn from the patient, consider removing it through open surgery and take proper measures. Forcibly withdrawing the endoscope or endotherapy accessory may cause patient injury, bleeding, and/or perforation. If any irregularity with the endoscope is observed, contact olympus.¿ olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The device was returned to the service center for evaluation. The customer¿s complaint of ¿ the tip of the scope got stuck in a tube so it kind of sheared off. The outer cover and pulled the wires out¿ was confirmed as the entire distal end assembly was found ripped off and missing. The light guide lens were found broken. The charge-coupled device (ccd) wire and the channel were protruding from the distal end. The cause of the event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified procedure, the scope had to be cut away from the 7.5 endotracheal tube (et). It is unknown if the intended procedure was completed with a similar device. There was no patient injury reported.